Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021 explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jan-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: va2c6eq032, ubd: 30-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's lead impedances were all out of range. Patient reported having fallen. Leads were replaced. The issue was resolved. No symptoms were reported.